Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Customer changed the cartridge, resumed insulin delivery, and requested a replacement cartridge.